Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this product was exhibiting intermittent out of range shocking lead impedance measurements greater than 125 ohms followed by normal measurements. It was stated that the patient was too sick to perform additional evaluation and the physician plans to monitor the patient at this time. No adverse patient effects have been reported. At this time, the cause of the out of range impedance measurements is unknown.